Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 20mg/ml dilaudid at 0.0749mg/day via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported the patient had problems with their pump. No further information was provided. No further complications were expected/reported.